Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted; and on (B)(6) 2008, monarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 05/05/2016. (B)(4). It was reported that following insertion the patient experienced urgency and urinary leakage.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary/bowel problems and recurrence. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to sui/isd and underwent mesh revision/removal on (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
Corrected information.